Event description:
According to the reporter: the clips fell into the pt cavity and were removed. Also the device clips scissored at the tips and tore tissue. The surgeon resolved the tissue using manual suturing. No further complication was reported.